Event description:
Determined to be reportable based on analysis approved on 20 october 2006. It was reported that during a ptca treatment procedure, balloon inflation difficulty occurred. The 90% stenosed and severely calcified lesion was located in the right coronary (rca) artery. According to the customer "inside the patient, balloon inflation failed. Before procedure, device checking was not performed." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "satisfactory." Returned product analysis confirmed there was a pinhole leak in the balloon.

Manufacturer narrative:
Device analysis revealed that a pinhole leak was present in the balloon material at the proximal edge of the proximal markerband. Microscopic examination of the balloon material, at the leak site, could not identify any issues with the balloon or with the proximal markerband that could have potentially contributed to the pinhole leak occurring. A full review into the manufacturing history record for this device batch # 6595271 shows that the device met its material, assembly and product specification at the time of its release to distribution. The root cause of the complaint incident could not be identified.